Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the ccd module pixels, the bending rubber worn out, the air/water nozzle loosened, the objective lens unit scratched, the insertion flexible tube (ift) cut, the root brace rubber cut, the remote control buttons cut, the light guide cable cut, the angle wire play, the suction channel buckled, and the lcb distal cover glass broken ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the objective gluing missing. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.